Manufacturer narrative:
The reporter's strips were returned for investigation. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.2 inr qc 2: 3.0 inr qc 3: 3.0 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient. Unique device identifier (UDI): (B)(4). The test strips were requested to be returned for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods".

Event description:
We received a report of questionable results obtained on a coaguchek xs meter, serial number (B)(4), compared to laboratory results utilizing an unknown analyzer and thromborel s. Reagent. On (B)(6) 2021: the meter result was 2.3 inr. The laboratory result was 1.8 inr. On (B)(6) 2021: the meter result was 2.3 inr. The laboratory result was 1.7 inr, taken within 30 minutes. The patient's therapeutic range was 2.0 - 2.5 inr. No adverse event was reported.